Event description:
Determined to be reportable based on analysis approved 05 july 2006. It was reported that during a rotational atherectomy procedure, the physician was unable to ablate the lesion. The lesion being treated was located in the mid to proximal left anterior descending (lad) coronary artery. The physician was able to cross the lesion with the floppy rtw guide wire, however, the wire's back-up was weak during ablation and the physician was unable to ablate. The floppy rtw guide wire was exchanged for an extra support guide wire and ablation was performed without incident. No pt injuries or complications were reported. Pt status is listed as "good".

Manufacturer narrative:
Visual examination of the returned wire reveals a kink at approx 1.5cm from the ball weld. A core wire fracture was noted at approx 5mm from the ball weld. The solder is present but is missing the solder fillet. The missing solder fillet would not affect the functionality of the device. The solder joint is intact. No relationship could be established between the core wire fracture and the noted missing solder fillet. The returned wire was sent for sem analysis. The fracture initiated on the wire exterior surface aligned within an arc length associated with tensile stress during bending (ice. Convex side of the bend). The material tensile strength was exceeded at the exterior surface. For a material with very little residual formability, as is the case of this wire, the tensile strength and break strength are nearly identical. The fracture exposed elongated grains with terraced steps. Terraces show very shallow dimples indicative of formability exhaustion during MFR. No material defects were detected. The lot history review performed on the reported lot reveals no anomalies related to complaint. Lot met all specificaions relevant to complaint upon lot release. The failure is attributed to use based on the sem analysis results which indicates that the material tensile strength was exceeded at the exterior surface.